Manufacturer narrative:
The reported complaint of the lifeband (lot #unknown) won't retract on the autopulse platform (sn (B)(4)) was confirmed during functional testing and archive data review. The archive data review showed occurrence of multiple user advisory (ua) 45 (not at "home" position after power-on/restart) error message on and around the reported event date and the ua45 error message was confirmed during the initial functional testing as well. The root cause of the reported ua45 error message was due to the encoder drive shaft not at "home" position, which is likely attributed to unintended user error. The lifeband was not returned to zoll for evaluation. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection, unrelated to the reported complaint, observed cracked front enclosure and twisted battery lock. These types of physical damages were likely due to user mishandling, such as a drop. The damaged front enclosure and battery lock will be replaced to address these issues. During archive data review, multiple ua45 error messages were observed, thus confirming the reported complaint. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on, thus confirming the reported complaint. The drive shaft was rotated to "home" position using the administrative menu to clear the ua45 error message. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported that the lifeband (lot #unknown) won't retract on the autopulse platform (sn (B)(4)). Patient use information was requested but no additional information was provided, therefore patient use is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00381 for the lifeband (lot #unknown).